Manufacturer narrative:
Additional information indicated the patient expired on postoperative day (pod) 1.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age ¿ (B)(6) years, lvot calcification) may have contributed to the annular rupture post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. During procedure, the commander delivery system balloon was inflated with 21ml of volume (2ml less than nominal). When the valve was deployed, the pressure dropped. An annular rupture was suspected. It was determined that the patient was not suitable for open surgery. A drain was placed, and the patient was medically managed. The perceived root cause was believed to be lvot calcium. The patient¿s condition was not known at the time of the report. The native annulus valve area measured 457mm. The degree of valvular calcification was not provided. Calcium in the lvot was reported. It was perceived that the calcium in the lvot caused the annular rupture.